Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's solenoid valve and system board need to be replaced to address the issue. The solenoid valve and system board were sent for further evaluation. The solenoid valve was not confirmed and operated as expected. The solenoid valve was scrapped. The system board was confirmed to not be working as designed. Error code 155 occurred during product testing. The system board was scrapped.

Manufacturer narrative:
H3 other text : third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's solenoid valve and system board need to be replaced to address the issue.